Manufacturer narrative:
G8: 9617229-2024-0011645. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown and rupture.

Event description:
Patient representative reported through abbvie representative "benign breast tumor following adverse events reported: significant physical and mental stress associated with device recall, worry about the consequential or delayed damage, regular stabbing pain in the area of the tumor, numbness and feeling of tension in the breast, backache, headaches, breast asymmetry, palpable and visible deformation of the right device". Patient representative later reported "pain, pressure feeling, general malaise, possible capsular contracture and silicone leakage". This record is for the right side. The device remains implanted.